Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: a review of the pump black box revealed one pump reboot associated with a battery change. There was no evidence of an unexplained power issue. There was no damage found to the returned battery cap. The returned battery cap was able to attach to the pump. The pump was exercised for 24 hours with the returned battery cap and no reboots were duplicated. The returned battery cap contacts were within specifications. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the battery compartment was observed to be cracked above the bumper pad. (B)(4).